Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): item# 00771101120, femoral stem, lot # 61967679; item # 00630505632, liner, lot # 62202333; item # 00801803214, femoral head, lot # 62234495; item # hip-unknown-screws-unk, lot # unk, qty of 2. Report source: legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-01490, 0001822565-2018-01491, 0002648920-2018-00193, 0002648920-2018-00194.

Event description:
It was reported that the patient experienced blood loss >750 ml during revision surgery. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-01490, 0001822565-2018-01491, 0002648920-2018-00193, 0002648920-2018-00194.